Manufacturer narrative:
Cr became aware of the issue on march 24, 2020, however, the exact date of when the incident occurred is unknown, but happened in 2020. As per the questionnaire dated march 25, 2020, the cr reported that the patient was hospitalized due to pneumonia. The patient reported forceful movement from table to bed related to her recent hospital stay, which may have caused the stimulator migration. The patient also noted that during her hospital stay an x-ray was performed, and it was determined the stimulator had migrated to her hip. The patient also reported a break in her skin on the opposite side of where the stimulator was implanted (device erosion). The patient has reported constant pain and stimulator movement since the migration took place. The patient and physician agreed to complete a stimulator revision. However, patient and clinician have decided to postpone the revision procedure due to the covid-19 pandemic.

Event description:
Stimwave quality has investigated the details for a reported migration with a loss of therapy, submitted to the stimwave complaint system on (B)(6) 2020, by clinical representative.